Manufacturer narrative:
The device log-file was provided to the MFR for analysis. This analysis with respect to the confirmed time of the event revealed that different alarms were generated and have been silenced by the user. No indication for a device failure can be conducted from log-file-analysis. The device was investigated by a hospital's biomed. It was confirmed, that depending on the flowsensor position (twisted in the sensor socket) a successful calibration was possible. It was concluded that the calibration issue was caused by a contact problem and is not related to the event. The flow sensor cable has been exchanged. Finally it must be concluded, that no device malfunction caused or contributed to the reported event. It has to be assumed that an airway obstruction occurred due to pt conditions and let to the reported event.

Event description:
It was reported: on (B)(6) 2009 at 1700, while a pt was connected to the ventilator, the pt coded (cardiac arrest) and turned blue. Clinical staff disconnected the ventilator from the pt and suctioned a copious amount of sputum out of the pt. The pt was revived and is now fine (no pt injury). The customer is not alleging that the ventilator caused or contributed to the pt incident. It was further reported that before attaching the pt to the ventilator there were difficulties with the flow sensor calibration.